Event description:
The 12 mm serrated keel punch broke during surgery at the point where the keel punch connects to the impactor handle. Surgery was completed successfully.

Manufacturer narrative:
The 12mm serrated keel punch broke during surgery at the point where the keel punch connects to the impactor handle. Surgery was completed successfully. Review of the lot history record indicates that the device was manufactured to specification. The device was returned for evaluation. It was confirmed that the keel punch was broken at the point where the keel punch connects to the impactor handle. A root cause for the failure has not been determined from the available information.